Event description:
Sonicare electric toothbrush charger exploded. Electricity arced and damaged the bathroom counter-top. Sonicare sent us a new brush and charger asking us to send the failed one in for testing. Months later they have not reimbursed us for the damages. Product was damaged before the incident. The damage was not repaired prior to the incident. The product was not modified before the incident.